Event description:
New information received notes programming changes were initially made (B)(6) 2020 on the right and left ventricular leads to address the noise observed as well as increase output. The patient presented remotely (B)(6) 2020 but no additional changes were made. The patient was stable and was to continue with remote monitoring.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-35649 ; 2017865-2020-03967. It was reported that noise reversion leading to inappropriate mode switching was observed on the atrial lead and noise reversion with low pacing right ventricular lead impedance was observed on the ventricular lead. The patient was stable.